Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a pinkish liquid leak underneath the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the nucleated red blood cell (nrbc) chamber was plugged. The fse removed the plug from the nrbc chamber. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
Evaluation codes - results code - (other): nucleated red blood cell chamber. (B)(4).